Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that in february they had an unrelated medical event, they stated the device quit working, when they checked their ins with their patient programmer they saw the power on reset (por) screen. When asked to clarify the device quit working, they explained that they had been so concerned about other medical issues they weren't paying much attention, but they noticed they had been using a lot more depends than normal so they checked the ins using the pp and discovered a por. This was noticed about 3 weeks prior to the report. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. In response to inquiry for cause of the power on reset (por) the patient replied that during surgery on (B)(6) 2019 that electric paddles had been used to bring their heart beat back to normal. In response to the inquiry of actions/interventions taken to resolved the por, the patient reported that their interstim had been reprogrammed on (B)(6) 2019. There were no further complications reported.